Manufacturer narrative:
(B)(4). Insulin pump was returned for alleged damage to the battery tube on (B)(6) 2021. Pump passed the displacement test and p-cap locks properly into reservoir. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, cracked case (battery tube), cracked battery tube threads, cracked retainer, and completely faded serial label damage, and minor scratches on lcd window. In summary, customer allegation for cosmetic damage was confirmed during visual inspection where cracked case (battery tube) and cracked battery tube threads was noted. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
(B)(6) 2021 15:44:20 pst ice batch user (batch_ice) phone (B)(6), complaint: (B)(4), complaint status: in process mdt, initial contact: (B)(6), taken by: wewerb2, crossref: (B)(4). Following the mpdg the customer has been informed, that the returned product will be analyzed and not be available afterwards anymore. In exchange for the complaint product the customer received a replacement. By returning the product the customer agrees to this procedure. Inquired what led up to the complaint. Customer response: crack in case bumped/dropped/cosmetic damage t/s per (B)(4). Adv to d/c from the pump. Is customer calling back after being instructed to call for troubleshooting upon receiving tubing clamp: no customer states the pump has neither been bumped nor dropped. Customer states the infusion set does not show signs of damage. Customer states the reservoir does not show signs of damage. Customer states the pump does not show signs of physical damage. Type of damage is: crack in case. Damage occurred: normal. Location of the damage is: batterystore. Did customer report out-of-box damage: no is the physical damage to the pump's retainer. Ring: no. Did damage occur while using a silicone case: no. Adv the pump will need to be replaced. Adv to discontinue use of the pump and revert to backup plan per hcp's instructions. Expl rpl policy. Reviewed pump care best practices with the customer. Customer's outcome pertaining to the complaint: replace pump. Ship: nothing. Return: nothing. Country: (B)(6). Input date: (B)(6) 2021. Warranty start: 03/11/2019 warranty. End: 03/10/2023 batch - ng1756022h.